Event description:
Mom presented fully dialted and remained so for less than 2 hours. Attempted vacuum extraction without success. Obgyn noted baby's head to be deflexed and attempted manual rotation to prepare for forceps application. Blades were applied, at which time the fetal heart rate dropped and necessitated immediate difficult delivery.